Event description:
Part nt821707 - on (B)(6) 2024 single attempt of removal and on inspection, tip of catheter was noted to be sheared just distal to the last drainage holes on the catheter. No clinical signs, symptoms or conditions.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Risk review: (B)(6) rev 05 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention residual risk: medium. Related CAPA# capa005401 further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Update to section d4. Expiration date of device. Update to section h4. Manufacturer date of device. Setrile date: (B)(6) 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4). Nt821707 units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Part nt821707 - on (B)(6) 2024 single attempt of removal and on inspection, tip of catheter was noted to be sheared just distal to the last drainage holes on the catheter. No clinical signs, symptoms or conditions.